Event description:
Customer reported that the buttons became unreponsive when attempting to deliver a bolus. He also reported that the numbers were ramping without input. The blood glucose reading was 177 mg/dl. He stated that the insulin pump may have been exposed to sweat. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no up and button response due to corroded keypad trace. No unexpected numbers ramping during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.